Manufacturer narrative:
A tandem clinical diabetes specialist (cds) met with the customer and the non-tandem kinked cannula was found to have been kinked. The cds reviewed the insertion techniques with the customer and provided extra sets with different cannula lengths.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (200-300 mg/dl) and insulin injections were administered to address the bg level. The cause of the high bg was not known. The customer declined tandem technical support's offer to troubleshoot.